Event description:
There was an allegation of a questionable ise indirect gen 2 sodium result for one patient from the cobas 6000 c 501 analyzer. The initial result was 158 mmol/l and was reported outside of the laboratory. The doctor questioned the result and the sample was repeated with a result of 142 mmol/l. The repeat result was believed to be correct.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found there was a damaged vacuum line for the detergent rinse nozzle. He replaced the detergent vacuum line and successfully passed precision and qc. The investigation determined the service actions resolved the issue.